Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Fluid in the hp3 filter is a related failure to the reported symptom code (air detected in cassette warning). The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that an unknown peritoneal dialysis (pd) patient experienced a fluid leak from their cycler set after ending pd treatment. The registered nurse (rn) reported the cycler received an air detected in cassette alarm during fill 2 of 6 of treatment. The rn reported the fluid leaked from the cassette bursting open. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the facility. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although the sample was initially reported to be available, to date no sample has been received. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that an unknown peritoneal dialysis (pd) patient experienced a fluid leak from their cycler set after ending pd treatment. The registered nurse (rn) reported the cycler received an air detected in cassette alarm during fill 2 of 6 of treatment. The rn reported the fluid leaked from the cassette bursting open. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the facility. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an unknown peritoneal dialysis (pd) patient experienced a fluid leak from their cycler set after ending pd treatment. The registered nurse (rn) reported the cycler received an air detected in cassette alarm during fill 2 of 6 of treatment. The rn reported the fluid leaked from the cassette bursting open. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the facility. The cycler is available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.